Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2021-28984. Related manufacturer reference number: 2017865-2021-28985. It was reported that the right ventricular (rv) lead exhibited loss of capture which indicated dislodgement. Additionally, it was observed that the patient exhibited infection. There is no known allegation from a health professional that suggests the infection was related to the dual chamber pacemaker system as the physician is unsure of the root cause. The rv, ra leads, and pacemaker were explanted and replaced. The patient was stable throughout.